Event description:
Patient was revised to address pain and possible fluid.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and possible fluid.**update** (B)(4) 2013 - litigation and pfs received. Litigation alleges that the patient suffers from pain, discomfort, soreness, and difficulty performing daily living activities. An invoice was located and products were updated and reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part/lot numbers and litigation. Depuy will notify the FDA when the investigation is complete.